Event description:
The reporter states that the customer received a "e-7" on the accu-chek compact plus meter. She did not administer insulin. Nine hours later the customer felt dizzy and fell. She obtained a blood glucose result of 428 mg/dl on the meter. She received no treatment. Paramedics were called and transported her to hospital. She received treatment at the hospital. New system sent and return requested.